Event description:
During the procedure to a heavily calcified CT lesion at lcx#13, when the subject guidewire was advanced to the lesion for crossing,the guidewire got stuck and trapped in the lesion, and during the attempt to bail out from the trapped condition, guidewire breakage was noticed. Several attempt for retrieval of the broken fragment was tried by snare, and then by three 0.014" guidewires, however failed and lowering of blood pressure was observed with the patient, the fragment was left remained in the anatomy at the physician's discretion.

Manufacturer narrative:
Device investigation could not be performed. Lot review revealed no anomaly relating with the reported event, no other similar event was reported. With the provided information, it is inferred that rotational and/or push-pull manipulation might be repeatedly applied to the guidewire of which distal end was trapped in the calcified cto lesion, resulting the accumulation of force and breakage of the guidewire at unidentified section due to the force exceeding the products design limit.